Event description:
It was reported that the aseptic housing vibrated, opened up on the sterile field on patient. It was confirmed that there was no affect to the patient during the case. A back up was used to complete the case. No delay, no adverse consequences or no medical intervention was reported with this event.

Manufacturer narrative:
The reported event, housing vibrated and opened up on the sterile field on the patient, was not duplicated and no failures were confirmed. Through functional and visual evaluation, the technician and engineer did not identify any problems with the housing. The housing functioned as intended during simulated testing. Upon disassembly, there were no observed failures that could lead to the reported event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the aseptic housing vibrated, opened up on the sterile field on patient. It was confirmed that there was no affect to the patient during the case. A back up was used to complete the case. No delay, no adverse consequences or no medical intervention was reported with this event.